Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was also reported that the device had migrated from its original position and was explanted and not replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. On (B)(6) 2015 ECG section has text stating episode #1 detailed episode data is invalid. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) device did not display the atrial fibrillation (af) episodes on the programmer. The episodes were also not viewable on transmission either. There was invalid data where typically an electrogram would appear. It was noted that the device had a suspected hardware clock issue. The data is likely unrecoverable and may continue to be invalid. The device remains in use. No patient complications have been reported as a result of this event.